Event description:
Known smoker- pt allegedly lit a cigarette while wearing nasal cannula and using oxygen from e size cylinder. Report from pt's caregiver indicated possibility pt was intoxicated at the time of the incident. Equipment and cylinder returned to co. Nasal cannula prongs slightly blackened - no other visible damage noted on cylinder or regulator. Cannula and cylinder photographed. Cylinder returned empty.